Event description:
Reporter indicated, a vns therapy patient was scheduled for vns therapy replacement surgery because a lead fracture was suspected. The patient underwent the surgery as scheduled; however, only the generator was replaced. It was stated, the patient had too much scar tissue. Good faith attempts to obtain additional info received have been unsuccessful to date.